Manufacturer narrative:
The customer¿s report of an overinfusion of normal saline was not confirmed during the review of the pcu event log and was not replicated during functional testing, however the issue was confirmed from the customer provided video. The pcu event log showed that the pump module was infusing drug ID 7 at a rate of 20ml/hr at the time of the reported event. At 11:24 pm on (B)(6) 2016 the rate was changed to 10ml/hr . The infusion then continued at this rate until 9:23 am on (B)(6) 2016 when the device was channeled off. The pump module was received in overall fair condition with the instrument seal intact. Signs of fluid ingress/contamination on the device were noted during visual inspection; however this did not interfere with the mechanism assembly. The membrane frame's upper rivet was observed to be improperly installed, underneath the membrane frame. Rate accuracy testing found the device to be delivering fluid out of specification, however it was found to underinfuse, rather than overinfuse as the customer reported and as was observed from the video. Retesting with the plastic rivet installed properly over the membrane frame showed the device was then infusing within specifications. The root cause of the reported overinfusion was not identified. Results of testing found an underinfusion condition was present. However previous investigations have shown that mis-assembly of the plastic rivet can result in an overinfusion condition.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a new 250 ml bag of normal saline (ns) was started on a med/surg patient as a primary infusion at 10ml/hr to infuse with antibiotics, which were infusing via syringe module. The nurse noted that one hour later the "majority" of the 250ml bag was empty. There is no report of patient harm, and no medical intervention was provided. Biomed reports that they did some testing on the device and they "found that every other delivery of 0.09ml the pump gives an additional 29ml."